Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed reported that the nurse got shocked when plugging in hands free cable while performing the op check test. The nurse noted tingling from the hand to the elbow. No medical intervention was required.